Event description:
Deflation of right saline implant. Bilateral retropectoral re-augmentation mammaplasty and capsulotomy on the right side. Initial use of device: yes.

Event description:
Possible deflation.